Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture . If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with an unspecified mentor gel breast implant and experienced left-sided rupture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent bilateral removal and replacement with two unspecified breast implants on (B)(6) 2022. The event date was estimated as (B)(6) 2019 based on available information.

Manufacturer narrative:
On may 23, 2022, mentor received identity information for the device. Size/brand name: 325cc mentor memorygel breast implant. Catalog: 3503251bc. Lot: 5759466. On june 01, 2022, the mentor analysis lab received the suspect medical device for evaluation. On june 12, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received incomplete. Additionally, shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. With the lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).